Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 546 mg/dl. The customer¿s current blood glucose level was 376 mg/dl at the time of incident. The customer was treated with insulin drip for high blood glucose in the hospital. Based on customer¿s report customer did not allege under delivery. The customer was reported that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump when high blood glucose event was reported. The customer reported that the high pressure test was passed. The insulin pump will not be returned for analysis.